Event description:
It was reported that pump insulin gauge displayed amount different than expected and showed static fill estimate of 45 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received explanation that such display could occur due to variation in measured pressure, was guided through filling new cartridge, and then resumed insulin use, after which support closed case.